Event description:
Litigation alleges patient had pain, discomfort, malaise, swelling, immobilization and tissue damage after asr hip implant. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleges patient had pain, discomfort, malaise, swelling, immobilization and tissue damage after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd (B)(6) 2015 - medical records received. Dor provided. Patient was revised to address elevated metal ion levels. Upon revision, chronic inflammation, and spongy, poor quality bone underneath the acetabular component with poor anterior wall were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on (B)(6) 2015.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient had pain, discomfort, malaise, swelling, immobilization and tissue damage after asr hip implant. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected: event/problem description, brand name, catalog #/lot #. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy still considers this investigation closed.